Event description:
It was stated that the customer was hospitalized for high blood glucose. No blood glucose reading was reported. It was stated that the customer changed the infusion set and used new insulin. Troubleshooting was performed and the insulin pump passed high pressure and self tests and the programming was correct. In addition, it was stated that the correct amount of insulin was not being delivered during the basal rate delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.